Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and permanent pain") in an adult female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (major surgery). At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)'), pelvic pain ('severe and permanent pain/pain') and menorrhagia ('abnormal bleeding (menorrhagia)') in an adult female patient who had essure (batch no. B60746) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal and vaginal bleeding. Previously administered products included for an unreported indication: iud. Concurrent conditions included dysuria, lower urinary tract infection, bladder infection, hematuria, vaginal dryness, vaginal odor, left lower quadrant pain, low back pain, hypothyroidism, hematuria, numbness, shaking, breast disorder female, breast pain female, hypoaesthesia, nervous, anxious mood, urinary incontinence, post void dribbling, dizziness, bruising, bleeding tendency, frequent headaches, night sweats, bradycardia, flu, nocturnal leg muscle cramps, myalgia, prediabetes, cervicitis, bacterial vaginosis, menstrual disorder, vaginal pain, pelvic pain, painful periods, painful defecation, endometriosis, endometriosis ablation, paratubal cyst and hyperplasia. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal haemorrhage)"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: recurring vaginal infection tissue was infected"), endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis`"), dyspareunia ("dyspareunia (painful sexual intercourse)") and urinary tract infection ("uti (urinary tract infection)"). In 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("psychological or psychiatric problems condition"), depression ("depression"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and alopecia ("hair loss"). On an unknown date, the patient experienced hot flush ("hormonal changes describe: hot flashes, moody"), mood altered ("hormonal changes describe moody,"), infection ("infection (other) describe: insides wouldn't heal after surgery"), feeling abnormal ("always felt like I would stink"), paranoia ("paranoid to have sex now afraid I'm not healed completely"), migraine ("migraines"), headache ("headaches"), dyspepsia ("gastrointestinal ordigestive system condition type: indigestion"), adnexa uteri pain ("ovaries pain, shooting pain , stabbing pain"), ovulation pain ("pain mittelschmerz phenomenon"), cervicitis ("cervicitis"), cystitis ("bladder infection") and abscess ("abscess") and was found to have weight increased ("weight gain"). The patient was treated with citalopram hydrobromide (celexa) and surgery (total laparoscopic hysterectomy with bilateral salpingectomy, cystoscopy and ablation). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, hot flush, mood altered, feeling abnormal, headache, adnexa uteri pain, ovulation pain, cervicitis and cystitis outcome was unknown, the pelvic pain, menorrhagia, vaginal haemorrhage, vaginal infection, anxiety, depression, migraine, endometriosis, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, dyspepsia, alopecia and urinary tract infection was resolving and the infection had not resolved. The reporter considered abscess, adnexa uteri pain, alopecia, anxiety, cervicitis, cystitis, depression, dysmenorrhoea, dyspareunia, dyspepsia, endometriosis, fatigue, feeling abnormal, headache, hot flush, infection, menorrhagia, migraine, mood altered, nausea, ovulation pain, paranoia, pelvic pain, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy in removal date (B)(6) 2018. Patient was hospitalized. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion, perforation (uterus).; on (B)(6) 2015: total bilateral occlusion, perforation (uterus).. ¿concerning the injuries reported in this case, the following one were described in patients medical record: anxiety, migraine, headaches, dyspareunia, hot flashes, vaginal discharge, nausea, pelvic pain, weight gain. Lot number: b60746 manufacture date:2013-08-08 expiration date: 2016-08 -31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jul-2020: pif received : event abscess was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and permanent pain") in an adult female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (major surgery). At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2018: quality-safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), pelvic pain ("severe and permanent pain / pain") and menorrhagia ("abnormal bleeding (menorrhagia)") in an adult female patient who had essure (batch no. B60746) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index and vaginal bleeding. Previously administered products included for an unreported indication: iud. Concurrent conditions included dysuria, lower urinary tract infection, bladder infection, hematuria, vaginal dryness, vaginal odor, left lower quadrant pain, low back pain, hypothyroidism, hematuria, numbness, shaking, breast disorder, breast pain female, hypoaesthesia, nervous, anxious mood, urinary incontinence, post void dribbling, dizziness, bruising, bleeding tendency, frequent headaches, night sweats, bradycardia, flu, nocturnal leg muscle cramps, myalgia, prediabetes, cervicitis, bacterial vaginosis, menstrual disorder, vaginal pain, pelvic pain, painful periods, painful defecation, endometriosis, endometriosis ablation, paratubal cyst and hyperplasia. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal haemorrhage)"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: recurring vaginal infection tissue was infected"), endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis`") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), hot flush ("hormonal changes describe: hot flashes, moody"), mood altered ("hormonal changes describe moody,"), infection ("infection (other) describe: insides wouldn't heal after surgery"), anxiety ("psychological or psychiatric problems condition"), depression ("depression"), feeling abnormal ("always felt like I would stink"), paranoia ("paranoid to have sex now afraid I'm not healed completely"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), dyspepsia ("gastrointestinal ordigestive system condition type: indigestion"), alopecia ("hair loss") and adnexa uteri pain ("ovaries pain, shooting pain , stabbing pain") and was found to have weight increased ("weight gain"). The patient was treated with citalopram hydrobromide (celexa) and surgery (total laparoscopic hysterectomy with bilateral salpingectomy, cystoscopy and ablation). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, pelvic pain, menorrhagia, hot flush, mood altered, vaginal haemorrhage, vaginal infection, infection, anxiety, depression, feeling abnormal, migraine, headache, endometriosis, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, dyspepsia, alopecia and adnexa uteri pain outcome was unknown. The reporter considered adnexa uteri pain, alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, dyspepsia, endometriosis, fatigue, feeling abnormal, headache, hot flush, infection, menorrhagia, migraine, mood altered, nausea, paranoia, pelvic pain, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion, perforation (uterus).; on (B)(6) 2015: total bilateral occlusion, perforation (uterus).. ¿concerning the injuries reported in this case, the following one were described in patients medical record: anxiety, migraine, headaches, dyspareunia, hot flashes,vaginal discharge, nausea, pelvic pain,weight gain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received : reporter information was added. Lot no was added. New event was added hot flashes, moody,vaginal, menorrhagia ,recurring vaginal infection, infection nos,anxiety,depression, always felt like I would stink, paranoid to have sex now afraid I'm not healed completely, migraines, headaches, endometriosis, nausea, dysmenorrhea, dyspareunia, ,pain, vaginal discharge, fatigue, perforation ,uterus, weight gain, indigestion, hair loss, ovarian pain. Concomitant drug was added. Treatment drug was added. Historical drug and lab test was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)'), pelvic pain ('severe and permanent pain/pain') and menorrhagia ('abnormal bleeding (menorrhagia)') in an adult female patient who had essure (batch no. B60746) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal and vaginal bleeding. Previously administered products included for an unreported indication: iud. Concurrent conditions included dysuria, lower urinary tract infection, bladder infection, hematuria, vaginal dryness, vaginal odor, left lower quadrant pain, low back pain, hypothyroidism, hematuria, numbness, shaking, breast disorder female, breast pain female, hypoaesthesia, nervous, anxious mood, urinary incontinence, post void dribbling, dizziness, bruising, bleeding tendency, frequent headaches, night sweats, bradycardia, flu, nocturnal leg muscle cramps, myalgia, prediabetes, cervicitis, bacterial vaginosis, menstrual disorder, vaginal pain, pelvic pain, painful periods, painful defecation, endometriosis, endometriosis ablation, paratubal cyst and hyperplasia. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal haemorrhage)"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: recurring vaginal infection tissue was infected"), endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis`"), dyspareunia ("dyspareunia (painful sexual intercourse)") and urinary tract infection ("uti (urinary tract infection)"). In 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("psychological or psychiatric problems condition"), depression ("depression"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and alopecia ("hair loss"). On an unknown date, the patient experienced hot flush ("hormonal changes describe: hot flashes, moody"), mood altered ("hormonal changes describe moody,"), infection ("infection (other) describe: insides wouldn't heal after surgery"), feeling abnormal ("always felt like I would stink"), paranoia ("paranoid to have sex now afraid I'm not healed completely"), migraine ("migraines"), headache ("headaches"), dyspepsia ("gastrointestinal aerodigestive system condition type: indigestion"), adnexa uteri pain ("ovaries pain, shooting pain , stabbing pain"), ovulation pain ("pain mittelschmerz phenomenon"), cervicitis ("cervicitis"), cystitis ("bladder infection") and abscess ("abscess") and was found to have weight increased ("weight gain"). The patient was treated with citalopram hydrobromide (celexa) and surgery (total laparoscopic hysterectomy with bilateral salpingectomy, cystoscopy and ablation). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, hot flush, mood altered, feeling abnormal, headache, adnexa uteri pain, ovulation pain, cervicitis and cystitis outcome was unknown, the pelvic pain, menorrhagia, vaginal haemorrhage, vaginal infection, anxiety, depression, migraine, endometriosis, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, dyspepsia, alopecia and urinary tract infection was resolving and the infection had not resolved. The reporter considered abscess, adnexa uteri pain, alopecia, anxiety, cervicitis, cystitis, depression, dysmenorrhoea, dyspareunia, dyspepsia, endometriosis, fatigue, feeling abnormal, headache, hot flush, infection, menorrhagia, migraine, mood altered, nausea, ovulation pain, paranoia, pelvic pain, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy in removal date (B)(6) 2018. Patient was hospitalized. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion, perforation (uterus).; on (B)(6) 2015: total bilateral occlusion, perforation (uterus).. ¿concerning the injuries reported in this case, the following one were described in patients medical record: anxiety, migraine, headaches, dyspareunia, hot flashes, vaginal discharge, nausea, pelvic pain, weight gain. Lot number: b60746. Manufacture date:2013-08-08 expiration date: 2016-08 -31 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-aug-2020: quality-safety evaluation of ptc. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)'), pelvic pain ('severe and permanent pain/pain') and menorrhagia ('abnormal bleeding (menorrhagia)') in an adult female patient who had essure (batch no. B60746) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal and vaginal bleeding. Previously administered products included for an unreported indication: iud. Concurrent conditions included dysuria, lower urinary tract infection, bladder infection, hematuria, vaginal dryness, vaginal odor, left lower quadrant pain, low back pain, hypothyroidism, hematuria, numbness, shaking, breast disorder female, breast pain female, hypoaesthesia, nervous, anxious mood, urinary incontinence, post void dribbling, dizziness, bruising, bleeding tendency, frequent headaches, night sweats, bradycardia, flu, nocturnal leg muscle cramps, myalgia, prediabetes, cervicitis, bacterial vaginosis, menstrual disorder, vaginal pain, pelvic pain, painful periods, painful defecation, endometriosis, endometriosis ablation, paratubal cyst and hyperplasia. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal haemorrhage)"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: recurring vaginal infection tissue was infected"), endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis`"), dyspareunia ("dyspareunia (painful sexual intercourse)") and urinary tract infection ("uti (urinary tract infection)"). In 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("psychological or psychiatric problems condition"), depression ("depression"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and alopecia ("hair loss"). On an unknown date, the patient experienced hot flush ("hormonal changes describe: hot flashes, moody"), mood altered ("hormonal changes describe moody,"), infection ("infection (other) describe: insides wouldn't heal after surgery"), feeling abnormal ("always felt like I would stink"), paranoia ("paranoid to have sex now afraid I'm not healed completely"), migraine ("migraines"), headache ("headaches"), dyspepsia ("gastrointestinal ordigestive system condition type: indigestion"), adnexa uteri pain ("ovaries pain, shooting pain , stabbing pain"), ovulation pain ("pain mittelschmerz phenomenon"), cervicitis ("cervicitis") and cystitis ("bladder infection") and was found to have weight increased ("weight gain"). The patient was treated with citalopram hydrobromide (celexa) and surgery (total laparoscopic hysterectomy with bilateral salpingectomy, cystoscopy and ablation). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, hot flush, mood altered, feeling abnormal, headache, adnexa uteri pain, ovulation pain, cervicitis and cystitis outcome was unknown, the pelvic pain, menorrhagia, vaginal haemorrhage, vaginal infection, anxiety, depression, migraine, endometriosis, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, dyspepsia, alopecia and urinary tract infection was resolving and the infection had not resolved. The reporter considered adnexa uteri pain, alopecia, anxiety, cervicitis, cystitis, depression, dysmenorrhoea, dyspareunia, dyspepsia, endometriosis, fatigue, feeling abnormal, headache, hot flush, infection, menorrhagia, migraine, mood altered, nausea, ovulation pain, paranoia, pelvic pain, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion, perforation (uterus).; on (B)(6) 2015: total bilateral occlusion, perforation (uterus). ¿concerning the injuries reported in this case, the following one were described in patients medical record: anxiety, migraine, headaches, dyspareunia, hot flashes, vaginal discharge, nausea, pelvic pain, weight gain. Lot number: b60746, manufacture date:2013-08-08, expiration date: 2016-08 -31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-dec-2019: plaintiff fact sheet received. Event" uti (urinary tract infection)", cervicitis, bladder infection and pain mittelschmerz phenomenon was added. Events" vaginal infection, abnormal bleeding (vaginal / menorrhagia), anxiety, depression, migraines, endometriosis, nausea, dysmenorrhea, pain, vaginal discharge, fatigue, weight gain, hair loss was updated to recovering and "infection" not recovered. Reporter added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), pelvic pain ("severe and permanent pain / pain") and menorrhagia ("abnormal bleeding (menorrhagia)") in an adult female patient who had essure (batch no. B60746) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal and vaginal bleeding. Previously administered products included for an unreported indication: iud. Concurrent conditions included dysuria, lower urinary tract infection, bladder infection, hematuria, vaginal dryness, vaginal odor, left lower quadrant pain, low back pain, hypothyroidism, hematuria, numbness, shaking, breast disorder female, breast pain female, hypoaesthesia, nervous, anxious mood, urinary incontinence, post void dribbling, dizziness, bruising, bleeding tendency, frequent headaches, night sweats, bradycardia, flu, nocturnal leg muscle cramps, myalgia, prediabetes, cervicitis, bacterial vaginosis, menstrual disorder, vaginal pain, pelvic pain, painful periods, painful defecation, endometriosis, endometriosis ablation, paratubal cyst and hyperplasia. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal haemorrhage)"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: recurring vaginal infection tissue was infected"), endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis`") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), hot flush ("hormonal changes describe: hot flashes, moody"), mood altered ("hormonal changes describe moody,"), infection ("infection (other) describe: insides wouldn't heal after surgery"), anxiety ("psychological or psychiatric problems condition"), depression ("depression"), feeling abnormal ("always felt like I would stink"), paranoia ("paranoid to have sex now afraid I'm not healed completely"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), dyspepsia ("gastrointestinal ordigestive system condition type: indigestion"), alopecia ("hair loss") and adnexa uteri pain ("ovaries pain, shooting pain , stabbing pain") and was found to have weight increased ("weight gain"). The patient was treated with citalopram hydrobromide (celexa) and surgery (total laparoscopic hysterectomy with bilateral salpingectomy, cystoscopy and ablation). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, pelvic pain, menorrhagia, hot flush, mood altered, vaginal haemorrhage, vaginal infection, infection, anxiety, depression, feeling abnormal, migraine, headache, endometriosis, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, dyspepsia, alopecia and adnexa uteri pain outcome was unknown. The reporter considered adnexa uteri pain, alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, dyspepsia, endometriosis, fatigue, feeling abnormal, headache, hot flush, infection, menorrhagia, migraine, mood altered, nausea, paranoia, pelvic pain, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion, perforation (uterus).; on (B)(6) 2015: total bilateral occlusion, perforation (uterus). ¿concerning the injuries reported in this case, the following one were described in patients medical record: anxiety, migraine, headaches, dyspareunia, hot flashes,vaginal discharge, nausea, pelvic pain,weight gain. Lot number: b60746 manufacture date:2013-08-08 expiration date: 2016-08 -31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-apr-2019: quality-safety evaluation of ptc. Incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.